Event description:
On (B)(6) 2013, the reporter stated that the needle did not retract and it's not within the syringe. The patient was taken to the emergency room and they could not find the needle as it was not within the patient's buttocks. Additional information received via telephone on (B)(4) 2013, the reporter stated that the customer's spouse injects her husband every time he needs an insulin injection. After performing the insulin injection, she pushed the button as normal for the needle to retract. The needle could not be located after retraction. They went to the emergency department and an x-ray was conducted, but did not show that the needle was still within the body. It could not be located. She states that the affected area was still bruised, but does not show signs of an embedded needle. No further information is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history reviews as lot number is unknown. Quality will continue to monitor on monthly trend reports.